Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and intermittently alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The unit also alarmed during the prime test due to a faulty force sensor. The device had cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed and the alarm history confirmed the alarm. No further information was provided.